Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 447 mg/dl and small ketones. The customer alleged that the pump ¿failed¿; however, specific cause was not clarified. The customer went to the emergency room and was subsequently hospitalized. Bg was addressed with manual injections. Reportedly, customer sustained no permanent damage. Multiple contact attempts were made by tandem technical support to obtain the hospital release date; however, the customer did not respond.¿